Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that while implanting a new 5-6-5 lead and implantable neurostimulator, a connection issue was displayed on electrodes 7 and 8. There were multiple attempts to connect/disconnect with a wireless external neurostimulator and check the impedances which failed to clear the issue which persisted to show over 40,000 ohms on electrodes 7 and 8 on the 5-6-5 paddle lead. They had tried wiping off the leads, reconnecting/disconnecting the wireless external neurostimulator and the new implantable neurostimulator, but there was no change in impedances. The manufacturer representative was able to successfully program the patient post-operation not using electrodes 7 and 8. The patient does not have an issue. There were no patient symptoms or complications reported.